Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urgency frequency; the trial began (B)(6) 2018. It was reported the trial patient stated that she is hurting. On (B)(6) 2018 patient stated the only problem that she is still having is, she has the urges to void but still needs to push on her stomach to empty her bladder. Patient status was listed alive with no injury. On (B)(6) 2018 the patient stated that sometimes she has to force herself to go to the bathroom. The patient was advised to contact their clinician. No further complications were reported or are anticipated.